Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that when the catheter was being removed from the (B)(6) old male pt's l2 in orthopedics, a day after it was inserted in the operating room, resistance was encountered which resulted in the catheter separating. As a result, a small incision was made to remove the catheter remaining in the body. It was not replaced because the pt did not need further pain control. The pt was in flexed position when the catheter was inserted and removed. There was no delay, death or complications to the pt.